Event description:
It was reported that during a recanalization procedure via crossover approach, the helix was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. The medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event the physical device was returned for evaluation. During physical evaluation, the broken helix at the distance of the 52 cm from the tip of the catheter was noted. Therefore, the investigation is confirmed for the reported break. A definitive root cause could not be determined based upon the available information. A review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 07/2024).